Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she woke up with a blood glucose of 489 mg/dl. The customer ate breakfast and bolused but her blood glucose increased to over 600 mg/dl. The customer blamed a bad site for her high blood glucose. The insulin pump was not returned for analysis.